Event description:
It was as the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead was difficult to place leading to failure to retract of the rv lead helix. As a resolution, it was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. There were no patient consequences.